Event description:
The customer alleged that the sound is not coming from the device. The device was not in use on a patient at the time of event, there was no adverse event reported.

Event description:
The customer alleged that the sound is not coming from the device. The device was not in use on a patient at the time of event, there was no adverse event reported.